Event description:
Customer's mother called and stated that she checked her son's blood glucose this morning and the result 101 mg/dl. Her son said he was not feeling good and was "out of it" as if his blood glucose was low. She rushed him to the ER, where they tested his blood glucose at 34 mg/dl. They gave him some glucose drink to elevate his bg, after which his mother retested on his pdm and got a reading of 187 mg/dl. Later, before lunch, his bg was 89 mg/dl. No exact times for any of the tests were reported.

Manufacturer narrative:
The returned device was thoroughly evaluated and found to be functioning within specifications. The blood glucose measurement malfunction reported by the customer could not be duplicated or confirmed. No product condition which could have contributed to the pt's low blood glucose was detected. The qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide advises that, "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm." It also recommends that, "you should perform a control solution test when you suspect that your meter or test strips are not working properly or when you think your test results are not accurate, or if your test results are not consistent with how you feel," and cautions that, "if you are having symptoms that are not consistent with your blood glucose test and you have followed all instructions described in this user guide, call your healthcare professional."